Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50e; serial/lot: 5062390; description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn. Device not returned.

Event description:
A report was received that the day after the trial implant procedure the patient underwent an explant of the trial leads. The patient experienced weakness and loss of function of the lower extremities. The patient was admitted to the emergency room where the leads were removed. A hematoma was also removed during the procedure. After the explant, the patient was able to flex and extend extremities.